Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was 171 mg/dl. Customer stated that she was did but she was wanted to try and program it herself and also stated that she had need. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.